Event description:
The customer reported that the insulin pump was stuck on prime loop and alarmed an error. Troubleshooting was performed and explanted him that the device was not functioning properly. Advised the caller that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.